Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found the pebax was broken. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson (j&j) medtech for evaluation. J & j medtech conducted a visual inspection, and functional test of the returned device. Visual analysis of the returned sample revealed a break in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The screening test was performed on carto, and the device failed error 106 appeared on the system due to the broken pebax. The force issue reported by the customer was confirmed. It could be related to the damage in the pebax. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).